Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the exception of the light fallopian tube and the cornua, had visible curl of the essure coil coming through the serosa, possible migration or insertion or perforation'), device expulsion ('migration of implant / migration of essure device location of device: partly in uterus') and pregnancy with contraceptive device ('pregnancy (with complication)') in an adult female patient who had essure (batch no. A64626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "he had trouble inserting one of the coils so he pulled it out and reinserted the coil. 2013". The patient's medical history included multigravida, parity 6, allergy to metals and miscarriage. Previously administered products included for an unreported indication: depo provera and paraguard. Concurrent conditions included anxiety, depression, endometriosis, migraine, headache, muscle spasms, metrorrhagia, tubal ligation (occlusion sterilization.-essure coils), weight gain and pelvic pain. Concomitant products included phentermine (adipex) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("back pain"), urinary tract infection ("infection (bladder/urinary tract/ vaginal) type: urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain of 15 to 20 pounds"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / pain / back pain") and uterine pain ("uterine pain/ sharp pain in my uterus"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes) and total laparoscopic hysterectomy, bilateral salpingectomy, davinci). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and alopecia outcome was unknown and the urinary tract infection, dyspareunia, vaginal discharge and uterine pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 140 lbs mr : procedure: essure sterilization - right coils: 5, left coils: 4. They didn't know where the left coil was and afraid it might affect the baby. The patient had a normal-appearing female pelvic anatomy with the exception of the light fallopian tube and the cornua, had visible curl of the essure coil coming through the serosa, possible migration or insertion or perforation diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.47 kgs. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (as per pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the exception of the light fallopian tube and the cornua, had visible curl of the essure coil coming through the serosa, possible migration or insertion or perforation/ one of the coil migrated'), device expulsion ('migration of implant / migration of essure device location of device: partly in uterus') and pregnancy with contraceptive device ('pregnancy (with complication)') in an adult female patient who had essure (batch no. A64626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "he had trouble inserting one of the coils so he pulled it out and reinserted the coil. 2013". The patient's medical history included multigravida, parity 6, allergy to metals and miscarriage. Previously administered products included for an unreported indication: depo provera and paraguard. Concurrent conditions included anxiety, depression, endometriosis, migraine, headache, muscle spasms, metrorrhagia, tubal ligation (occlusion sterilization.-essure coils), weight gain, pelvic pain, obesity and caesarean section. Concomitant products included phentermine (adipex) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("back pain"), urinary tract infection ("infection (bladder/urinary tract/ vaginal) type: urinary tract infection"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain of 15 to 20 pounds"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / pain / back pain"), uterine pain ("uterine pain/ sharp pain in my uterus") and ovarian cyst ("tiny cyst in my ovary"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes) and total laparoscopic hysterectomy, bilateral salpingectomy, davinci). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, abdominal pain, back pain, vaginal hemorrhage, menorrhagia, alopecia and ovarian cyst outcome was unknown and the urinary tract infection, dyspareunia, vaginal discharge and uterine pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, ovarian cyst, pregnancy with contraceptive device, urinary tract infection, uterine pain, vaginal discharge, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 140 lbs mr : procedure: essure sterilization - right coils: 5, left coils: 4. They didn't know where the left coil was and afraid it might affect the baby. The patient had a normal-appearing female pelvic anatomy with the exception of the light fallopian tube and the cornua, had visible curl of the essure coil coming through the serosa, possible migration or insertion or perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Blood test - in (B)(6) 2015: pregnancy positive. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (as per pfs). Concerning the injuries reported in this case, the following one was described in patient¿s social media- ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. Reporter information updated. New events: tiny cyst in my ovary was added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the exception of the light fallopian tube and the cornua, had visible curl of the essure coil coming through the serosa, possible migration or insertion or perforation"), device expulsion ("migration of implant / migration of essure device location of device: partly in uterus") and pregnancy with contraceptive device ("pregnancy (with complication)") in an adult female patient who had essure (batch no. A64626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "he had trouble inserting one of the coils so he pulled it out and reinserted the coil. 2013". The patient's medical history included multigravida, parity 6, allergy to metals and miscarriage. Previously administered products included for an unreported indication: depo provera and paragard. Concurrent conditions included anxiety, depression, endometriosis, migraine, headache, muscle spasms, metrorrhagia, tubal ligation (occlusion sterilization.-essure coils), weight gain and pelvic pain. Concomitant products included phentermine (adipex) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("back pain"), urinary tract infection ("infection (bladder/urinary tract/ vaginal) type: urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain of 15 to 20 pounds"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / pain / back pain") and uterine pain ("uterine pain/ sharp pain in my uterus"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes) and total laparoscopic hysterectomy, bilateral salpingectomy, davinci). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, abdominal pain, back pain, vaginal haemorrhage, menorrhagia and alopecia outcome was unknown and the urinary tract infection, dyspareunia, vaginal discharge and uterine pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 140 lbs mr : procedure: essure sterilization - right coils: 5, left coils: 4. They didn't know where the left coil was and afraid it might affect the baby. The patient had a normal-appearing female pelvic anatomy with the exception of the light fallopian tube and the cornua, had visible curl of the essure coil coming through the serosa, possible migration or insertion or perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.47 kgs. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion (as per pfs). Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received. Lot number was added. Events was added. Events : infection (bladder/urinary tract/ vaginal) type: urinary tract infection, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain/ loss (specify which one) weight gain of 15 to 20 pounds, uterine pain/ sharp pain in my uterus. Fallopian tube perforation, uterine perforation , back pain, device ineffective, device use issue. Outcome was changed : dyspareunia (painful sexual intercourse), vaginal discharge, uterine pain/ sharp pain in my uterus & pregnancy. Reporter was added. Patient info was updated. Concomitant condition and medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. The patient was treated with surgery to remove essure on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.